Manufacturer narrative:
Date of event is estimated. Date of implant and explant are unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Event description:
It was reported the patient had a unrelated surgery where the ipg was placed in surgery mode. After which the ipg became inoperable. In turn, surgical intervention took place wherein the ipg was explanted and replaced (unknown dates). Effective therapy was established.